Manufacturer narrative:
The investigation for the console (aic) cart issue has been completed. Without the device nor additional clinical details, the root cause of the reported issue could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported that the automated impella controller (aic) cart is unstable. The screw used to secure the stand can no longer be tightened; the screw turns in the thread. No patient harm has been reported.